Event description:
Philips received a complaint on the heartstart intrepid defibrillator indicating that system battery error. There was no patient involvement. Based on the information available, the root cause of the reported issue is due to the defective battery. The defective battery is replaced with a new one to fix the issue. Device is working fine as per manufacturer's specifications. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.